Event description:
It was reported that the patient suffered a hematoma on the site of incision after undergoing device implant. The hematoma was drained, and patient was treated with antibiotics, ice packs and an arm sling.